Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the interject injection therapy needle was selected to treat bleeding associated with sphincterotomy (performed using a competitor's product). After advancing the interject injection therapy needle device through the ercp scope, the nurse attempted to advance the needle from the sheath, but the needle pierced through the side of the sheath. The procedure was completed with a different device (manufacturer unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, the complainant reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).